Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the (B)(4). Assuming worst case during surgery, air bubbles observed at the probe. This may cause injury to the patient. Hence it is reportable. The risk is possible injury by microbial, viral or prion infection (patient harm) all available information has been provided. This complaint has now been closed.

Event description:
Air was coming from inside of a cutter during surgery. The prof. Would like to know where the gas is coming from. Based on his previous experiences he suspects that the gas may be nitrogen. If this is the case, it could cause serious problems. Please investigate the situation as soon as possible and let us know what action to take to prevent this from happening again. All information has been disclosed. No sample.